Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook emitted heavy smoke from the joint. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: during a robot-assisted minimally invasive esophagectomy procedure for a 70-year-old male patient, the hook began to smoke, prompting its removal and submission for inspection. The patient sustained no harm, and the procedure continued with a new device. The hook was positioned at 4, the vessel sealer at 1, and the bipolar at 2.

Manufacturer narrative:
The permanent cautery hook was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The monopolar energy cord was connected to an in-house erbe generator and passed recognition as an energy device. The instrument passed energy delivery testing in various grip orientations without problem. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was identified. Additional information obtained. There were no sparks and "only" smoke development from the instrument joint. Other instruments used: vessel sealer, bipolar, and camera. The smoke clearly emanated from the hook. There was no damage to the patient, because after the smoke had formed several times, we changed the hook.

Event description:
Refer to h11 for follow-up information.